Event description:
The audiologist reported that the pt had made no progress one year after implant surgery. The patient reported that he heard "beeps" or felt the stimulation. The results of an integrity test were consistent with normal device function. A CT scan reportedly showed appropriate placement of the electrode array. The audiologist reported that the healthcare center plans to explant the device. No information on a surgery date has been forwarded to cochlear.